Event description:
The user facility reported that the involved angio-seal device locator was not inserting smoothly into the sheath as usual, when the doctor then noticed a small kink on the sheath. As a result, the angio-seal device did not enter the patient's body. Patient was in stable condition. The procedure outcome was manual compression. The event occurred pre-treatment. The patient was not injured, medical or surgical intervention was not required. Here were no other devices or equipment used with the reported product. Additional information was received on 06 feb 2023: the procedure performed for the patient, prior to the use of the closure device was a neuro intervention. A 6french procedure sheath size was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The user felt some resistance when inserting the angio-seal sheath and dilator then noticed that the sheath tip had a small kink. The angio-seal sheath and dilator failed to be inserted to the patient and manual compression was performed instead. A pre-deployment angiogram was performed. Blood loss was less than 250cc's.

Manufacturer narrative:
Patient identifier: requested, not available due to patient confidentially. Age & date of birth: requested, not available due to patient confidentially. Patient sex: requested, not available due to patient confidentially. Weight: requested, not available due to patient confidentially. Ethnicity: requested, not available due to patient confidentially. Race: requested, not available due to patient confidentially. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was received for product evaluation. The returned sample included the locator and hemostasis sheath, and a packed carrier tube. The hemostasis sheath and locator were returned separately and were visually inspected and appeared to have been in unused condition. The hemostasis sheath was inspected, and kinks were identified. No other damage to the components was identified. The complaint was able to be confirmed for mechanical damage. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device during device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).